Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Root cause: unconfirmed/device hasn't been returned for evaluation. Based on the reported information and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The customer initially reported that item broke during use on a patient. No patient injury. Documentation also indicates "doctor feels that the patient could have been injured." On (B)(6) 2011, the customer (dentist's assistant) reported via phone that when the lightening strip was being used between the teeth (like dental flossing action) to smooth the surfaces between them, the strip broke under tension. The doctor believes that there was potential for injury, for instance a lacerated tip. No patient injury confirmed.